Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/17/2015 with the following findings: the pump's alarm history showed that there were both low battery warnings and replace battery alarms present. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump was attached to a external power source and the input voltage was lowered until a low battery warning followed by a replace battery alarm was received. A review of the alarm history showed that both alarms were present. There was no evidence of moisture or loose components inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was not alerting the user to low and replace battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.